Event description:
Bayer was in contact with the lab manager to follow-up on further testing of a patient sample which allegedly had a falsely elevated estradiol level on the bayer immuno 1 system as compared to an ria method. The lab manager referred bayer to the pathologist for further discussion. Bayer learned that several weeks prior, the patient had undergone surgery to remove their ovaries, based on increasing estradiol levels. Bayer's medical director subsequently spoke to the pathologist. The patient is post-menopausal. Their gynecologist observed increasing levels of estradiol by the bayer immuno 1 method; and despite a lack of evidence of ovarian cyst or mass pre-operatively, the doctor performed a bilateral oophorectomy. The ovaries were found to be histologically normal. When the estradiol level of the patient failed to decrease post-operatively, the gynecologist requested follow-up work. Bayer has requested that, if possible, additional sample be drawn from the patient for further testing.